Event description:
It was reported that this pacemaker was unable to be interrogated with radio frequency (rf). Technical services (ts) was consulted and referred the patient to the clinic to check device settings. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker was unable to be interrogated with radio frequency (rf). Technical services (ts) was consulted and referred the patient to the clinic to check device settings. The device remains in service. No adverse patient effects were reported.